Event description:
The customer stated, the paramedics were called to her home to treat for low blood glucose levels. The customer stated, she is a very brittle diabetic. Troubleshooting was performed and the insulin pump passed the displacement test. The customer also stated that, the insulin pump may have been exposed to MRI, CT and xray scans.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.